Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery side of the insulin pump was damaged and the insulin pump was exposed to moisture. When the customer check the battery compartment, there were debris of rust on the insulin pump. Customer stated battery cap was not damaged. The customer inserted a new battery but the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Blank display due to moisture damage on electronic assembly and corroded battery tube. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: missing display window cover, scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads, and cracked case on the battery tube side.